Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was having inadequate stimulation. It was also reported that the patient's left lead showed high impedances. The patient underwent a lead replacement. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
Sc-2218-50 ((B)(4)) device evaluation indicated that the complaint was confirmed. Six (6) out of 8 cables were fractured at the kinked sections of the lead body where a clik anchored about 26 cm from the proximal tip. The cables were not exposed. Sc-4316 device evaluation indicated that one of the eyelets was torn. There was no missing silicon material. Sc-2218-50 ((B)(4)) device evaluation indicated as the device involved in the complaint has not been returned, the complaint investigation site (cis) could not perform a device analysis. However a review of the complaint report and device history record did not find any anomalies or deviations that potentially relate to the reported event; there is no reason to suspect a manufacturing defect as the source of the reported complaint.

Event description:
A report was received that the patient was having inadequate stimulation. It was also reported that the patient's left lead showed high impedances. The patient underwent a lead replacement. The patient was reportedly doing well postoperatively.